Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts). According to the clinic nurse, the patient was presented to the clinic because the device was generating beeping tones. Upon interrogation, a fault code#1003 (voltage too low for projected capacity) was displayed. Ts discussed the issue and recommended device replacement. Ts suggested that a save-to-disk and memory upload could be performed to determine the remaining longevity for replacement scheduling purposes. Subsequently, the local representative contacted ts to discuss the issue and was informed that the device should be explanted and replaced. Information from the patient's monitoring system was reviewed and an alert for this issue was detected in (B)(6) 2012. A memory upload was performed and returned to ts for analysis. A review of the data from the memory upload found that a low voltage fault was declared in (B)(6) 2012 due to three daily voltages being below the threshold of 3.025 volts. The current battery voltage was 3.003 volts and therapy delivery was unaffected. Using the last years' worth of daily battery voltage measurement data, the estimated true depth of battery discharge, to obtain an estimate of the fault current, was plotted. The current appears steady, however, this behavior may change unpredictably. At this time, the battery does have some reserve capacity. The data indicates that there should be sufficient reserve for the device maintain normal therapy functions for 2 weeks' time to allow for replacement. The patient was presented to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced. The device was received at boston scientific's return product department.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. Review of the device memory confirmed that low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.